Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power cable and the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that all four arms were stiff and faulty during a procedure. The procedure with no specifics provided was completed, but the surgeon was not happy to proceed with the system on the next procedure. The system was currently not connected to site connection and the system was not under an active service contract. The tse with log visibility from the time and date of the reported issue could view error 31226 on armnet 4 as well as multiple ac mains to battery changeover in a short period of time. After the call, the tse reached out to the field service engineer (fse) and clinical sales representative (csr) and the connection was established for visibility of the current logs, however only the vision side cart (vsc) was connected. The tse would update recommendations when the full system was connected and log visibility was established. The csr powered the system on with all carts and consoles connected and no errors were present within the live logs. The tse advised that customer management was required as the customer was requesting an fse to follow up before the system was clinical again, but no service contract was currently active. The procedure was completed with no reported injury. The csr called in and requested advice on if the system was safe to use before it was repaired. The tse checked the case notes and based on the notes and error logs, the tse advised against further use until it was repaired, as reported issue may return anytime during a procedure. The csr acknowledged the information.